Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon was sticking in the stent and withdrawal difficulties were encountered. The physician deployed a taxus express2 8.8% 3.00 x 12mm drug eluting stent in a non-tortuous, mildly calcified, mid rca lesion. The lesion had been predilated. The stent was deployed at 12 atms but the balloon was noted to be sticking in the stent following deflation. The physician reinflated the delivery device balloon to 14 atms, but again noted the balloon was sticking to the stent following deflation. A third inflation to 16 atms was performed. The guide catheter was sucked down into the vessel and the stent delivery system was released. It took approx 4 mins to retrieve the balloon. The pt had s-t changes during that time. No pt injuries or complications were reported.